Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g287 was conducted. There were no non-conformance's associated with this lot. This lot met all release requirements. A review of kit lot g287 for the reported issue shows no trends. Trends were reviewed for complaint categories, drive tube leak/break and alarm #47: drive tube alarm. No trends were detected for each complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4).

Event description:
The customer called to report a drive tube leak/break during the treatment procedure. The customer stated at approximately 150 ml whole blood processed they received an alarm #47: drive tube alarm. The customer checked the centrifuge chamber and observed a blood leak near the drive tube clamp. The customer aborted the procedure and returned blood manually to the patient. The customer stated the patient was stable and started a new treatment with a new kit. The customer discarded the kit and will not be returning product for investigation.